Manufacturer narrative:
Pump passed displacement, operating currents, selftest, off no power, restart, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. All operating currents are within specification. Unit received cracked case at display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of having high blood glucose of 423mg/dl. Customer treated with the pump. Troubleshooting was performed and found that a chunk of plastic is missing from the pump. Customer indicated that the pump is cracked from the battery compartment to the display window. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.